Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected no delivery alarms/occlusion alarms, bolus messages infusion set, reservoir messages, active insulin cleared alerts, insulin flow blocked alarms or restart/reset anomalies noted during testing. Pump error alarms were present in the insulin pump trace download due to software error (B)(4). Pump error (variable 3) was present in the insulin pump trace download due to poor solder joints on the keypad overlay. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery test alarms noted during testing. No power error alarms noted during testing or in the insulin pump trace download. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted during testing or in the insulin pump trace download. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had software error detected and the motor arm cannot communicate with the main arm. Timing of pump error alarm was bolus which was interrupted by insulin flow blocked. Pump is a 670g with software version 3.18e or greater. The pump did not pass selftest. They could not troubleshoot for insulin flow blocked alarm; battery failed or hardware low level failures error due to pump failure. Pump was stuck in loop of resetting and alerting battery failed. Battery failed alarm occurred after reset of pump due to pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.